Manufacturer narrative:
The catheter passer was returned, and analysis found the device was used in a contraindicated manner. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a catheter passer. It was reported that the handle of the catheter passer cracked when taking the handle off. No interventions were needed and the resolution was unknown. No surgical intervention occurred and none was planned. The patient's status was noted to be "alive-no injury". The patient's medical history included arm pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the surgeon used the catheter passer to tunnel the leads for the stimulator, as opposed to the tunneler supplied in the lead kit. The cause of the cracked catheter passer was unknown. The surgeon said the catheter handle cracked/broke off as he was trying to remove it. The catheter passer was to be returned to the manufacturer for analysis.